Manufacturer narrative:
Other# c9cg8f (device c batch). Cracked blade (device a and b). Evaluation summary: devices a and b were returned with the blades gouged and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Device c was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an instrument error. A second and third disposable were tried, but the instrument error persisted. Unsure how the case was completed, but there was no patient consequence.